Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, or air knot (vessel not captured). The patient effect and treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided.

Event description:
(B)(6). It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, four prostyle devices functioned as intended, but failed to achieve hemostasis. The sheath was upsized to a 14f sheath and the tavi was completed. There was significant bleeding, which treated via a 16f sheath. Hemostasis was achieved via surgery. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.